Manufacturer narrative:
(B)(4). Uf/importer report # on medwatch submitted from user facility: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review could not be performed since the lot number was not reported. The potential cause of the guide wire unraveling could not be determined based upon the information reported and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges the ed had an arterial line guidewire unravel. No retained fragment. No delay/interruption in treatment. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one guide wire. The introducer needle was not returned. A visual exam was performed and it was observed that there were three kinks in the wire and that the wire was unraveled and separated from the proximal end. A small piece of coil wire was returned separated from the rest of the guide wire. The proximal weld was missing from the ends of the coil wire. Microscopic examination revealed that the distal weld was full and spherical and that the broken end of the core wire was flat. No necking or discoloration was observed. The core wire measured 430mm, which is not within the specification and indicates that part of the core wire was missing. The outside diameter was found to be within specification. Kinks were measured at 3.0, 26.9 and 42.0cm from the end of the distal weld. The manual tug test revealed that the distal weld is intact. A device history record (DHR) review was not performed as the lot number was not reported and a potential lot number was not available. Other remarks: the reported complaint that the guide wire unraveled and separated was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled , and separated from the proximal weld. The proximal weld and a small portion of the core wire were not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.025") are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. It was determined that operational context caused or contributed to the event. No further action will be taken.

Event description:
The customer alleges the ed had an arterial line guidewire unravel. No retained fragment. No delay/interruption in treatment. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the ed had an arterial line guidewire unravel. No retained fragment. No delay/interruption in treatment. No patient injury or consequence.